Event description:
The customer reported the system's left monitor displayed a black image and failed to fluoroscopy. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock controller was replaced. The system was then found to be operating as intended.